Manufacturer narrative:
The product code and lot number are unknown for this complaint. The following product code/lot number combinations are potentially involved in the reported complaint: sg3+2125/150307d, sg3+2125/150526d, sg3+2125/150415d, sg3+2051/141231c, sg3+2051/141214c and sg3+2051/151202c. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information, and the retention samples of the potentially involved product code/lot number combinations stated above. Visual inspection revealed no defects. Sheath activation and sheath deactivation force were evaluated on the retention samples and confirmed all samples met manufacturer specifications. Retention samples were tested for sheath radial strength and sheath removal force and all samples were confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A lot history file review of the potential lots was conducted with no relevant findings. Prior to shipment, qc conducts outgoing visual inspection and all samples for the potential complaint lots passed. Based on the limited product information provided, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
It was reported to the manufacturer that "when snapping the safety cover over the needle after giving the injection it came right off"; no patient or hcp injury or medical intervention was reported.